Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument was not recognized when placed on the robotic arm. The procedure was converted to laparoscopic surgery with no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument associated with this complaint and completed the investigation. The failure analysis investigation confirmed, but did not replicate, the customer reported complaint. The instrument was found to have failed the recognition test based on log review.